Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console had a power supply error when transporting the patient in an ambulance to another hospital. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and during the investigation the reported failure "power supply error" could not be reproduced. The device was working as intended. As the rotaflow console was used outside of the hospital (in an ambulance) it does not correspond to the intended use. Based on this the most probable root cause could be determined as a user error as the device was used out of the intended use of the device according to the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15 chapter 2.1.4. . The rotaflow console is not designed for transport in an ambulance. Furthermore, according to the getinge field service technician the voltage on the hospital ambulance was unstable, therefore the power switch tripped back and forth. Based on these investigation results the reported failure "power supply error" could be confirmed, but no product realted malfunction could be found. The device history record (DHR) of the rotaflow console for which a customer complaint was received, was reviewed on 2025-02-21. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The review of the non-conformities was performed on 2025-02-21 and during the period of 2023-09-18 to 2024-02-13 does not show any non-conformity in regard to the reported product and failure. The product in question was produced in 2023-09-18. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "shut down during transport", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.1.4 intended use environment the rotaflow system is intended for use within clinical institutions. The rotaflow is not intended for transport outside of the hospital. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)# (B)(4), primary di number has been used for rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the rotaflow console had a power supply error when transporting the patient in an ambulance to another hospital. No harm to any person has been reported. Due to the potential risk for the patient a report is required. Complaint ID: (B)(4).